Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing with sensing integrity counter (sic) episodes. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.